Event description:
The customer reported that on 11/10/97 vasoseal was used in the right groin following a diagnostic catheterization procedure. While manual pressure was being held, a hematoma developed. Femostop was placed, but hematoma continued to grow extending into pelvic area. Manual pressure was held again, then femostop. The pt went to the or for a transfusion and surgical repair of pseudo.